Event description:
Caller reported an alarm 2 and occlusion event, which occurred earlier in the day before contacting cts. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Reportedly, the customer was using humalin u-500 insulin with the pump. Tandem customer technical support informed customer that humalin u-500 insulin is off-label per the user guide. Customer resolved the issue by changing the infusion set and cartridge before resuming insulin delivery.